Event description:
The customer reported that the 840 had an erratic gui display. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) pcb.